Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-jan-2023. The most recent information was received on 31-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. D46959) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced arthralgia ("diffuse joint pain"), myalgia ("muscle pain") and metal poisoning ("heavy-metal poisoning") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removing the fallopian tubes). At the time of the report, the arthralgia, myalgia and metal poisoning were resolving. No causality assessment was received for essure with regard to medical device removal, arthralgia, myalgia or metal poisoning. Batch no d46959 production date (B)(6) 2015, expiration date 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. D46959) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced arthralgia ("diffuse joint pain"), myalgia ("muscle pain") and metal poisoning ("heavy-metal poisoning") . On (B)(6) 2021, she underwent a medical device removal (seriousness criterion intervention required) with fallopian tubes) removal. At the time of the report, the arthralgia, myalgia and metal poisoning were resolving. No causality assessment was received for essure with regard to medical device removal, arthralgia, myalgia or metal poisoning. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.